Event description:
On (B)(6) 2026, in the pediatric outpatient clinic, a nurse used a 2-ml syringe containing sodium chloride to connect to an IV catheter. The catheter cap automatically fell off. Upon inspection, the nurse discovered that the steel needle inside the catheter was severely deformed and bent, and there were black spots on the needle tip. The nurse immediately replaced the catheter with a new one, and the patient was not harmed.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.